Manufacturer narrative:
Overall investigation summary: investigation has been done at boon site. Issue: the nipple plunger of the syringe broke during use. Boon received 60 complaints for plunger nipple breakage issues since april 2019 accounting for (B)(4) of the total customer complaints from guerbet. Root / probable cause code. Process/methods - validation/design. Root / probable cause summary. The design of the syringe is different to gw with abs used and not pc. Disposition summary: boon has evaluated the possibility to change the plunger material (abs to pc), which has been evaluated to be stronger . Due date: december 2020

Event description:
This incident was reported by a facility in (B)(6) to manufacturer on 19 september 2020. Incident: the reporter states that during the pump run, the black "nipple" on the syringe nearly broke off. Blood and body fluid pushed back into syringe and no adverse event was experienced by the patient. Omnipaque 300 used as contrast.